Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported unchanged tr. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient returned to the hospital and underwent open heart surgery. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 september 2025, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure two triclip xtw's were implanted. The final tr was grade 4+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient underwent open heart surgery to repair the tricuspid valve. During the procedure the clips were removed from the patient and the tricuspid valve was repaired with 26mm tricuspid edwards physio ring. No additional information was provided.